Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "during surgery, as the doctor was inserting the avs al spacer into the pt, one of the tips of the blocker broke off. There should be 6 metal tips on end of blacker, but now there are only 5. Rep was unable to find the broken off tip after the case."